Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was infusing a large volume but it was noted that it took much longer than expected. The infusion was supposed to be 15 hours but lasted approximately 30 hours. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: other relevant history, device available for eval?, returned to manufacturer on, concomitant med prod data (2), device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module was infusing a large volume but it was noted that it ran fiver hours longer than expected. The chemotherapy methotrexate was started at 0135 on 24 may 2022. The thirty-minute (30 minutes) infusion ended on time. Next bag hung at 0210 for 12 hours, was set at a rate of 180ml/hr, and the total volume was 4,226.4 ml. It came down at 1649 and the next bag was started at 1650 for twelve (12) hours. It came down at 0710 on 25 may 2022. It was noted that the methotrexate's total bag volume and concentration was 6,480 mg in 4,226.4 ml, divided into 2 bags. The infusion was programmed via guardrails drug library. It was noted that 2,113.2ml was infused in 14 hrs. And 39 mins. (Not the expected 12hrs) and 2,113.2ml was infused in in 14 hrs. 20 mins. (Not the expected 12hrs.). The customer is requesting the manufacturer for a log review on "hour by hour IV rate and volume that was infused." There was patient involvement but no harm.

Event description:
It was reported that the pump module was infusing a large volume but it was noted that it ran fiver hours longer than expected. The chemotherapy methotrexate was started at 0135 on (B)(6) 2022. The thirty-minute (30 minutes) infusion ended on time. Next bag hung at 0210 for 12 hours, was set at a rate of 180ml/hr, and the total volume was 4,226.4 ml. It came down at 1649 and the next bag was started at 1650 for twelve (12) hours. It came down at 0710 on 25 may 2022. It was noted that the methotrexate's total bag volume and concentration was 6,480 mg in 4,226.4 ml, divided into 2 bags. The infusion was programmed via guardrails drug library. It was noted that 2,113.2ml was infused in 14 hrs. And 39 mins. (Not the expected 12hrs) and 2,113.2ml was infused in in 14 hrs. 20 mins. (Not the expected 12hrs.). The customer is requesting the manufacturer for a log review on "hour by hour IV rate and volume that was infused." There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, c, d and g codes.